Manufacturer narrative:
A ge service representative performed an on site investigation. No defects could be found. The system was found to be operating as intended.

Event description:
It was reported the system likely shut down without command. There was no report of a patient and/or customer serious injury or death.